Event description:
The patient presented in the or for change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was replaced.

Manufacturer narrative:
A partial lead with was returned in two segments for analysis. External insulation abrasion was noted at 7.4-8.7cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 14.6-15.6cm from the distal tip. The etfe coating was intact at these locations.